Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed low battery warning and failed battery test although the pump has new batteries. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump was monitored and tested with no failed battery test and no low battery alert noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump was received with cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted.